Manufacturer narrative:
(B)(4). Batch r5au9k. Investigation summary: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r95155, and no non-conformances were identified.

Event description:
It was reported that during a low anterior colon resection, the doctor inserted the circular stapler into the patient, dialed down the device, fired the device but didn't hear a crack of the washer while firing. Once the device was released, the device was stuck inside the patient. The doctor tried multiple times to remove the device, turned the device two full turns, removed the device and the anastomosis came apart. The doctor used a contour stapler to cut of the bad portion of the anastomosis. The stapler cut but the end of the staple line leaked. The doctor had to oversew the staple line with unknown suture. A second like circular stapler was used to complete the anastomosis. There were no patient consequences reported.